Event description:
During a laparoscopic appendectomy the endocatch was used to remove the appendix. The appendix was in the bag. The physician pulled the pouch string to close the bag. The pouch ring broke apart and lassoed and pulled pt's bowel and proceeded to perforate.